Manufacturer narrative:
The manufacturer previously received information alleging the dreamstation 2 advanced auto CPAP device has burning smell when he turned on the device but also mentioned that after couple of minutes it will just eventually go way. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for evaluation. External and internal inspection of the device and observed the following: evaluation notes: - duplicate customer complaint, pca functional failure the pca need to be replaced? - yes note additional failures observed: - it does not turn on, ui bezel scratched was customer complaint able to be reproduced? - yes note why parts to be replaced: - scrap per deviation v01500886 the manufacturer is submitting a correction report for section h: problem code and evaluation results code.

Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device has burning smell when he turned on the device but also mentioned that after couple of minutes it will just eventually go way. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for evaluation. External and internal inspection of the device and observed the following: evaluation notes: - duplicate customer complaint, pca functional failure. The pca need to be replaced? - yes. Note additional failures observed: - it does not turn on, ui bezel scratched. Was customer complaint able to be reproduced? - yes. Note why parts to be replaced: - scrap per deviation v01500886.